Manufacturer narrative:
Review of the most recent repair record determined the device failed the sample mesh test; damaged comb. The comb was replaced and resolved the reported issue. G2: foreign country - taiwan. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional event information available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the comb was bent. The event timing was during kit inspection and there is no harm or delay reported. No adverse events were reported as a result of this malfunction due diligence is complete and no additional information is available.